Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned device consisted of a rubicon 35 support catheter. The shaft and the remainder of the device were visually inspected for damage. The device showed a hole in the catheter shaft at 5cm from the tip. This damage is consistent with the guidewire penetrating the wall of the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the superficial femoral artery. A 135cm rubicon 35 was selected for use. During procedure, it was noted that the distal shaft, past the marker was cracked. The procedure was completed with another of the same device. No patient complications were reported an patient's status was fine.